Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a placement of mid-urethral sling procedure performed on december (B)(6) 2018. According to the complainant, during the procedure, the physician noticed the weave of the mesh appeared inconsistent. A photo of the mesh taken during the procedure revealed that the mesh appeared over-stretched. There were no patient complications reported as a result of this event.